Manufacturer narrative:
One device was received for analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. The reported problem was confirmed by reviewing device alarm history and performing functionality testing. While testing at the same plunger position, the travel coarse errors would occur. Replaced position potentiometer. It was noticed abnormal wear on the leadscrew near the thrust bearing. Replaced leadscrew and regreased thrust bearing.

Event description:
It is reported that the device is showing the bolus error. No other information provided. It is unknown if there was patient involvement.